Event description:
It was reported the patient was due for a refill, but it was unknown when the patient was due and the patient was discharged to their nursing home facility. The healthcare provider (hcp) was unfamiliar with the pump and had no history. It was also reported according to the patient¿s family, the pump was empty, but they had not heard it alarm. It was noted the patient used to be filled at his home. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomtiant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).